Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 195 mg/dl and 89 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Replacement was sent.